Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately one day post index procedure, the patient experienced possible post pci related myocardial infarction in the target vessel. The investigator assessed the event as not related to the index device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated the mi as no event. If information is provided in the future, a supplemental report will be issued.